Manufacturer narrative:
H6: remove 2199, add 4613.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) levels of 375 - 553mg/dl; cause was unknown. Reportedly, the customer changed the pump supplies to address the elevated bg levels. Recommendation was made to discuss diabetes management with a health care professional.